Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the primary total hip unknown side - after impaction of head onto trunnion, surgeon was not satisfied with device - surgeon removed head and implanted a metal head of same diameter same length. Surgeon stated the ceramic v40 did not seat on the trunnion correctly.

Manufacturer narrative:
An event regarding seating/locking issues involving a v40 ceramic femoral head to an unknown stem trunnion was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned femoral head was unremarkable. Some marking was noted on the taper, consistent with the reported assembly to a stem trunnion. Dimensional inspection found the returned head taper to be within specification. Functional testing was not performed as the in-vivo functionality cannot be replicated. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact root cause of the seating/locking difficulty could not be determined. The taper of returned device was found to be within specification. No further investigation is required at this time. If further information becomes available this investigation will be reopened.

Event description:
It was reported that during the primary total hip unknown side - after impaction of head onto trunnion, surgeon was not satisfied with device - surgeon removed head and implanted a metal head of same diameter same length. Surgeon stated the ceramic v40 did not seat on the trunnion correctly.